Event description:
The physician was trying to pass guide wire down an occluded circumflex; the tip of the wire broke off into the left main artery. Because of the risk for the wire to become thromboembolic, stenting was recommended to pin the wire to the arterial wall. Thus, a stent was placed in the left main artery. The patient's vital signs were stable. The physician notified patient and family of the event. The patient is to remain in dual anti-platelet therapy for one year in order to allow for coverage of the stent with scar tissue. ======================manufacturer response for guide wire, hi torque cross it 100xt (per site reporter).======================sales representative, was notified by cath lab staff and will pick up the actual package and wire.